Manufacturer narrative:
(B)(4).

Event description:
It was reported that a confirmed motor stall and motor stall recovery was recorded in the event logs. The patient had an MRI and was admitted for fainting with unknown etiology. The pump was decreased due to the fainting and the patient had seizures. The pump was then increased back to pre-reduction level. No etiology for the fainting was reported. The product in the pump was not reported. Additional information has been requested and will be reported if it becomes available.